Event description:
Surgeon is noticing a halo around the device on MRI scans. Pt appears to be having an allergic reaction. Cultures taken during 1st explant- no infections detected. Pt had discomfort and swelling, MRI's ordered.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The info contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on info submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.